Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Block h6: device code a0401 captures the reportable event of basket wire detached. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the one wire of the basket assembly was discovered to be broken. It should be noted that the wire is still attached to the basket. Functional test found the handle was actuated and the device open/close without any issues. The reported event was not confirmed. Based on all available information, the failure of basket wire break can be attributed to the material of the basket wire, and it was determined that this failure is inherent to the design of the product. Therefore, the most probable root cause is cause traced to device design. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During procedure, the basket was opened and the basket wire broke and detached. The detached basket wire was retrieved from the patient and another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Block h6: device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During procedure, the basket was opened, and the basket wire broke and detached. The detached basket wire was retrieved from the patient and another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.